Event description:
It was reported to hamilton medical ag: when I turn on the device, error 232035 appears and doesn't disappear. Also, the device shows an error with pambitnt-pfilter. No patient harm was reported.

Manufacturer narrative:
Hamilton medical ag case number: (B)(4).